Event description:
The customer reported that two posterior capsule tears had occured in one week, each with a separate system and different doctor. The customer stated there was a sudden drop in the chamber with no irrigation inflow. This patient's case was completed. Additional info received on 08/20/2008 stated that one of the posterior capsule tears was due to an iol mis-loaded in the injector, not the system.

Manufacturer narrative:
The company representative was on site performing routine preventive maintenance for their systems when the customer initially reported these prior events. All three systems met specifications at that time. No sample has been returned. The root cause is unknown at this time. A review of complaints for the last 24 months did not indicate any additional reports for this system. A review of the service history for this system for the last 24 months did not indicate any additional, related unplanned service requests for this system. This report was mailed to FDA on: 08/29/2008.